Event description:
In 2008, the lay user/pt in france contacted lifescan (lfs) alleging the one touch ultra 2 meter was giving inaccurately high readings. The technical svc rep contacted the pt to obtain and verify info; however he was unable to reach the pt by telephone. On the same day at 'midday' , the pt obtained the blood glucose reading of 179 mg/dl on the reported meter, which is high compared to her expected values. Based on her sliding scale regimen, the pt took two add'l units of insulin, for a total of nine units novorapid insulin. The pt then performed 'physical activity' and at 4:00 pm experienced the symptoms of feeling tired, trembling and sweating. The pt tested her blood glucose level and obtained the meter reading of 46 mg/dl. The pt administered self-treatment by consuming jam, and felt better within 10 mins. She did not seek any medical attn. Earlier on the day of the event, the pt had obtained the meter reading of 166 mg/dl, and a laboratory reading of 102 mg/dl within 10 mins of each other. The pt takes novorapid insulin 12 units in the morning, 7 units at lunch, and 8 units before dinner; and novomix 30 insulin 20 units at bedtime. The pt increases her novorapid insulin dose by two units when her blood glucose reading is greater than 150 mg/dl. It would have been helpful to determine the pt's expected meter readings, if the meter reading of 179 mg/dl was before or after lunch, if the pt did indeed eat lunch, if the physical activity performed was unusual, if the pt took add'l insulin on the day before, the day prior to the event, her testing frequency, and how long she had been obtaining higher than expected readings. The meter was replaced. The pt claimed she developed symptoms that can be associated with severe hypoglycemia relieved after eating following an increased dose of insulin taken based on the reported meter's readings. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject prods for eval, but has not yet rec'd them. If either the meter or test strips are returned, lifescan will evaluate them.